Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2011. According to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, the patient is doing fine. The patient did not report any complaints or complications with the product. The patient is reported to be over 18 years of age. All other information is unknown and unavailable.